Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's advocate reported that this cardiac resynchronization therapy defibrillator (crt-d) is no longer working properly. She didn't know if the battery was depleted or if it just didn't work anymore. The patient will not be getting a new device due to her health condition. Currently remains in service. No adverse patient effects were reported.